Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb) and updated the backlight inverter printed circuit board (pcb); software download was completed. The ventilator passed self-testing.

Event description:
It was reported that the ventilator generated an error which rendered the graphic user interface to become inoperable. The ventilator was not being used on a patient at the time of the event.